Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer also reported a bent cannula on the insulin pump. Customer's blood glucose reading was between 40 and 260 mg/dl. Troubleshooting was done. Nothing further was reported.